Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked downstream occlusion (dso) seal and a defective upstream occlusion (uso) seal. A review of the event history log revealed many downstream occlusion alarms. Functional testing was able to duplicate the reported problem. The dso and uso seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an occlusion. The product fault occurred during testing. There was no patient involvement.